Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the all-new orders are not showing up for all of the patients on all of the pyxis machines and old orders also cannot be pulled out, causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The technical support specialist informed that from our side, the orders are crossing on the interface, and the issue could be from their interface instead. The tsc informed user to contact her hit/interface team to check on the issue. The system functioned as intended after the technical support specialist troubleshooted the device. Serial number, UDI number and manufacturer date were blank and requested tsc for the affected device serial number, since the mentioned asset info was (B)(6).